Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. The device history record review could not be performed since no lot number was provided from customer complaint report, and no photo/actual sample with a lot number was received. The affected component is produced by an external supplier; our assembly process only consists of a pick and place operation for this material. The affected component is produced by an external supplier; our assembly process only consists of pick and place operation for this material. The root cause and action plan were initiated to the supplier as a corrective action report (scar). A formal corrective/preventative action report (CAPA) has been opened to further investigate this issue.

Event description:
Customer reports: the tube was inserted on (B)(6) 2023 and the burst balloon was found on (B)(6) 2023.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.